Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 28-may-2024. The infusion set was in use for less than 48 hours. No further information available.